Manufacturer narrative:
The customer contacted gendex technical support on (B)(6) 2016. Technical support was able to resolve the problem by moving the image to the correct patient profile. The image was taken over two years ago and no further troubleshooting or root-cause analysis could be performed due to the lack of available information. No injuries have been reported. This concludes our investigation. Data not available to perform analysis.

Event description:
The customer reported that panoramic x-ray images from one patient had appeared in the wrong patient profile. No injuries have been reported.